Event description:
Could not remove catheter through 6 fr. Cordis sheath av graft. After successful dilitation of graft, deflated cath balloon - could not be removed thru sheath. Catheter and sheath removed as a single unit without further complications.